Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.